Manufacturer narrative:
Report date: 22jul2021.

Event description:
The customer reported alarm condition. The device was in clinical use, but there was no patient harm.

Manufacturer narrative:
B4: (B)(6) 2021. The customer confirmed the reported failure. They confirmed "low tidal volume" error. The field service engineer replaced airflow sensor to resolve the issue. The unit was tested and it was returned to service. Although requested, no parts were returned for failure investigation at this time; therefore, the root cause at the component level could not be determined. If the part is received, an investigation will be performed and a supplemental report will be submitted.

Manufacturer narrative:
The reported issue was found during testing, and it's outside of clinical use; therefore, this complaint no longer meets reportability requirements.